Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached, some of them were moved and overlapped, and the bands were torn. The handle slot did not show insertion marks of the trip wire. The trip wire was cut, possibly it was cut off to remove the device. The suture thread, suture hole, and the returned irrigation tube were in good condition. The teeth of the ligator housing were found bent/damaged. Per media analysis, the provided vide, it showed the ligator housing with six bands attached, some of them moved and overlapped, and a band was broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, and the bands were torn. The ligator housing teeth were bent/damaged, and the handle did not show insertion marks of the trip wire, suggesting that it was not secured. This indicates that a malfunction of the device may have occurred, and the bands were not deployed as expected. The condition, bent ligator housing teeth and unsecured trip wire, indicates that an incorrect application of tension to the trip wire at the time of deployment may have caused the reported event. Due that the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their place, overlapping them as if twisting them until they became torn. The returned trip wire was cut, since there was no information about a trip wire break, it is possible that it was cut at the time of removing the device; therefore, it was not coded as a problem. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." It was also reported that the ligator shrink wrap was removed before the ligator unit was attached to the scope; however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Additionally, the physician took up the slack by turning the handles instead of pulling the trip wire directly; however, the IFU cited: "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed in a normal order as the sequence of the bands was reversed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the ligator shrink wrap was removed before the ligator unit was attached to the scope; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup." Also, the physician took up the slack by turning the handle instead of pulling the trip wire directly; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit." A video of the complaint device outside the patient was provided by the customer and showed the bands were moved and one band was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed in a normal order as the sequence of the bands was reversed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the ligator shrink wrap was removed before the ligator unit was attached to the scope; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup." Also, the physician took up the slack by turning the handle instead of pulling the trip wire directly; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit." A video of the complaint device outside the patient was provided by the customer and showed the bands were moved and one band was damaged.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.